Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The anesthesia control board was replaced to correct the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block b3 incident date: incident date is not available at the time of the emdr submission. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported an error during pre-use checkout which may result in a loss of ventilation. There was no report of patient involvement.